Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
One month after the implant, the device was interrogated. It was indicated that 100% of the avb had been during the night whereas all of avb listed had occurred between 12h and 14h. So the avb repartition according to the period of the day was not consistent with the recorded avb episodes.